Event description:
The rptr stated the surgeon inserted an aq2015a silicone three piece lens and a smudge was noted on the lens optic. The lens was cut into pieces to remove with no pt injury, no enlarged incision or sutures. The reporter stated it is unk what caused the smudge. The cartridge used has not been approved by the manufacturer for use with this model lens and is off-label use. This is one of two lenses used on this pt - see MFR report # 2023826-2009-00656.

Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product found half of the lens optic and both haptics torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.